Event description:
On (B)(6) 2014, the lay user/patient¿s wife contacted lifescan (lfs) alleging the patient¿s one touch ultra 2 meter read inaccurately high compared his feelings and or normal results. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The reporter stated that the alleged inaccuracy began on (B)(6) 2014 at 10:00 pm at an unspecified date/time, the patient obtained a blood glucose reading of ¿341 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (unknown type and dosage). The reporter claimed, her husband took his insulin (unknown type and dosage) based on the alleged inaccurate reading(s) obtained with the subject meter. At an unspecified time after the alleged issue occurred, the reporter stated the patient began to ¿feel low¿. The patient self-treated with food and/or drink in response to the symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.